Event description:
According to the reporter, during a zero-p procedure the surgeon inserted the implant,then inserted a screw and it was too shallow. Surgeon removed the screw selected another screw and inserted it,but the peek separated from the implant. Surgeon selected another zero-p implant and screws and completed the procedure with no further problems.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Additional information was received (B)(4) 2013. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The manufacturing visual evaluation noted that one holding arm of the titanium part is strongly bent outward. The peek part has a clearly visible dent at the inner side. The relevant dimensions were unable to be verified due to the damage presented. Therefore, this complaint is indeterminate from a manufacturing standpoint. Product development evaluation stated that the implant was received in the disassembled condition. There was damage observed on the spacer near the cranial screw cutout. All other features of the spacer were in good condition with no other damage noted. There were small scratches/gouges on the interbody plate near each of the screw holes and the arm closest to the cranial hole that interconnects with the spacer was deformed outward (bent and twisted). All other features of the interbody plate were in good condition; the blocking mechanism was in good working condition and could successfully block a screw. Despite the damage, there was no indication that the dissociation could happen without any external loading or forces. The damage to the spacer was most likely caused during the hole prep and screw insertion. The gouges-scratches on the interbody plate could have been caused during hole prep or removing the interbody plate from the patient. Due to the extent of the damage to the interbody plate, specifically the arm, it can be concluded that this damage occurred intra-op primarily because the interbody plate could no longer retain the spacer in this condition. The deformation of this connection would have been instantly noticeable upon opening of the implant packaging because the interbody plate and spacer would not stay connected. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant. This investigation found that this complaint is indeterminate.